Manufacturer narrative:
The insulin pump had no button response due to unlocked keypad flex connector on lcd. Locked the key pad flex connector, unit responded properly to button presses. No frozen screen noted and the time advanced. No unexpected check bg alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 204 mg/dl. Troubleshooting was performed. The device was returned for analysis.